Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The instrument was analyzed and found to have a broken grip cable at the distal end. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
The monopolar curved scissors (mcs) instrument was an incidental return. No allegation was made against this product. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 27-may-2025: the issue was identified prior to procedure (post-anesthesia). The instrument branches could not be opened. There was no material missing or detached from the instrument¿s distal end. There was no arcing or loss of cautery observed during the procedure. No issues with the jaws moving in the wrong or opposite direction. The instrument did not work at all and therefore was taken out. There was no patient injury as a result of the reported failure.